Manufacturer narrative:
H3, h6: it was reported that, after total hip replacement surgery performed on (B)(6) 2021, the patient experienced a dislocation. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. The sl-plus integr mia stem with ti/ha 8 was explanted and replaced with a competitor device. The tndm bp shl/xlpe lnr 47od 26id was also explanted. The following investigation relates to the explanted and claimed sl-plus integr mia stem with ti/ha 8, which intent use is in treatment. The device was not returned. The production record reveal no deviation which could explain the occurred dislocation. Furthermore no additional complaint was recorded, neither for the batch in scope nor for the specific article. It will be not assumed that the device failed due to manufacturing. The risk of a dislocation is covered through our current risk file. Furthermore the risk is known and stated in our current instruction for use for hip implants. To date and after the possible investigations a relationship between the event and the device can not be confirmed. The root cause remains undetermined. Potential contributing factors can not be identified. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case will be re-opened for further evaluation. Smith and nephew will monitor this device for similar issues.

Event description:
It was reported that, after thr surgery performed on (B)(6) 2021, the patient experienced a dislocation. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. The sl-plus integr mia stem with ti/ha 8 was explanted and replaced with a competitor device.